Event description:
It was reported that during a routine clinic visit a significant decrease in the biventricular pacing rate was observed in the patient with this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) reviewed the most recent transmission data and found that the presenting electrogram (egm) suggested possible oversensing of the atrial signal on the left ventricular (lv) channel resulting in pacing inhibition. There were also several episodes stored of inappropriate atrial tachy response (atr) mode switches due to oversensing of noise on the right atrial (ra) channel. This device remains in service. No additional adverse patient effects were reported.